Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the groshong catheter leaked due to a damaged line. The catheter was implanted on (B)(6) 2018. The patient complained of leakage. The nurse and staff at the hospital found the alleged catheter damage near the catheter hub on (B)(6) 2018, and catheter was removed. It was confirmed that the length of the catheter had not been adjusted and the stylet had been inserted into the catheter. Therefore, the stylet which remained in the catheter likely contributed the alleged catheter damage. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed and the cause was use-related. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The sample was received with the stylet inlaid within the catheter tube. The proximal end of the stylet, including the flushing connector and cannula, was received completely detached from the stylet/catheter. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion with no observed leaks. No leaks were observed during sustained hydraulic pressurization. Microscopic inspection of the break in the stylet revealed glossy and striated fracture surfaces. The stylet fracture surface was consistent with damage caused by contact with a sharp instrument. The catheter is distributed with a warning tag that cautions against cutting the stylet. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the groshong catheter leaked due to a damaged line. The catheter was implanted on (B)(6) 2018. The patient complained of leakage. The nurse and staff at the hospital found the alleged catheter damage near the catheter hub on (B)(6) 2018, and catheter was removed. It was confirmed that the length of the catheter had not been adjusted and the stylet had been inserted into the catheter. Therefore, the stylet which remained in the catheter likely contributed the alleged catheter damage. No patient injury was reported.